Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. Moisture damage was also found on the lcd board and motor, however no blank display anomaly noted. Unable to perform occlusion and excessive no delivery tests due to prime anomaly. However, the insulin pump passed operating currents measurement, self-test, unexpected restart error test, displacement, rewind and basic occlusion test. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window.